Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement and there was indication of twiddler's syndrome. The lv l ead was explanted and replaced. No further patient complications have been reported as a result of this event.